Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed. Analysis indicated that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high impedance on the superior vena cava (svc) and rv coils. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.